Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer had a blood glucose reading of 46 mg/dl and a sensor glucose reading of 66 mg/dl. The customer treated with orange juice. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph.